Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported device breakage; subsequently, bleed back was noted. The option-lok male adapter on the distal end of the tubing set was connected to the pt's unspecified access site to be used as a saline lock. The customer contact reported that after connecting the tubing set to the pt's access site prior to flushing the tubing, the clave port on the proximal end of the tubing set "broke apart from the tubing." It was reported that blood backed up into the tubing. The nurse clamped the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no add'l info was provided.